Manufacturer narrative:
The device was received for evaluation. During evaluation the device was found to have low audio when powering on. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be dislodged speaker from rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to have low audio when powering on. No additional information is available.